Event description:
It was reported that the device would not recognize the battery in well 1 (with both batteries installed), and it would not operate on battery power if just one battery was installed. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was due to a shorted filter, designator fl5.